Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. Evaluation description: no complaint was received with the return of device. Failure event observed during analysis. Final analysis found that the partial lead was returned. Insulation abrasion at 12.4 cm to 12. 7 cm from the connector pin which exposed the outer coil. The abrasions were consistent with constant friction with another implantable device. (B)(4).

Event description:
This report is to advise of an event observed during analysis.